Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Product analysis:the device was returned and evaluated by product analysis on 07/10/2015 with the following findings:the complaint was unable to be investigated due to unrelated issues. Related alarms and issues were observed in the black box data. A battery compartment crack was observed. The returned battery cap was unable to secure properly to the pump; however, a power issue was not experienced. The cap¿s contact dimensions were within specification. A pump case crack near the display was observed. Leak testing revealed a pump case leak. The display was distorted, multicolored, and illegible. The keypad was unresponsive. Moisture was observed on the keypad flex cable and display flex connector.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.